Event description:
It was reported that the cable of the camera head was darkened and fractured. The issue occurred during preparation for a diagnostic hysteroscopy examination. There was no report of patient harm.

Manufacturer narrative:
E1 address: (B)(6), hospital code (hospital) :424200 e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable of the camera head was darkened and fractured. The issue occurred during preparation for a diagnostic hysteroscopy examination. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the repair location for the evaluation and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flickering image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cable malfunction led to the malfunction image flickering due to communication failure. A definitive root cause could not be identified for the cable failure. The event can be detected by following the instructions for use which state: if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation if the endoscopic image on the video monitor should unexpectedly disappear or freeze during an examination and cannot be restored, turn the otv-s7v off and then on again. If the image still does not appear, immediately turn the otv-s7v off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to ensure that the examination does not need to be interrupted due to equipment failure or malfunction. Olympus will continue to monitor field performance for this device.